Manufacturer narrative:
H.6. Investigation: customer complaint alleges false positive result from bactec fx 441385 sn:(B)(6) . Bd support investigated this issue and found the root cause to be operating temperature outside of parameters and customer using the wrong type of sample vial. This is an unconfirmed complaint. Once temperature issue and bottle issue were resolved, instrument functioned as intended. Device history record review was not required as this did not allege an early life failure and no samples were returned for analysis. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " false positives "

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "false positives."